Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/28/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed that data from the event date had been overwritten due to continued use. The total daily dose values accurately reflected the programmed basal rate. The battery cap secured properly to the pump to maintain power. The pump was exercised for 24 hours with a 1 unit per hour set basal delivery, and the pump accurately displayed a delivery of 24 units. No unusual issues were duplicated.

Event description:
The reporter contacted animas on (B)(6) 2013 indicating that the patient is having a problem with the pump and they are concerned that it is serious. No additional information was provided. Attempts to obtain additional information were unsuccessful. No additional information is available at this time. This report is being made based on the indication of an unspecified pump malfunction.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.